Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a consult for pre discharge check the right ventricular (rv) lead showed dropped r waves, increased thresholds and the right atrial (ra) beats appeared to be picked up as well. An x ray was completed, and the rv lead appeared pulled back. The leads were going to be repositioned as the ra appeared pulled back a well. Additional information was received several days afterwards, mentioning that the whole system had to be explanted as an infection was present. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a consult for pre discharge check the right ventricular (rv) lead showed dropped r waves, increased thresholds and the right atrial (ra) beats appeared to be picked up as well. An x ray was completed, and the rv lead appeared pulled back. The leads were going to be repositioned as the ra appeared pulled back a well. Additional information was received several days afterwards, mentioning that the whole system had to be explanted as an infection was present. No additional adverse patient effects were reported.